Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 03-apr-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the third of four reports. Refer to 2026095-2020-00050 for the first event. Refer to 2026095-2020-00051 for the second event. Refer to 2026095-2020-00053 for the fourth event. Fill volume: unknown. Flow rate: 2 ml/hr. Procedure: unknown. Cathplace: unknown. It was reported a fast flow event occurred, there was no reported injury.